Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage resulting from the search for the needle piece? Does the needle remain in the patient¿s tissue? If so, is there any plan in place to remove the needle in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the needle located? What is the surgeon's opinion of the potential consequences for the patient? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions:

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and suture was used. During the procedure, it has been reported that the needle separated from the polymer during a hernia procedure, they were unable to remove the needle and was left in the patient for follow up scan and removal. The polymer was discarded, and we are awaiting needle retrieval. No adverse patient consequences were reported. Additional information was requested.